Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 77 mg/dl, and the meter bg reading was 35 mg/dl. Reportedly, the customer loss consciousness and was transported by ambulance to the hospital. Customer was treated during hospitalization; however, customer could not recall specific treatment. The customer was released from hospital on (B)(6) 2019 with the issue resolved. A replacement sensor was sent to the customer.